Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device upgrade procedure, the lead exhibited an insulation anomaly. The lead was cut, capped and replaced.